Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed, that one connector of the device was faulty. Though the scope not being identified was not duplicated, due to the faulty connector; the image was not available for the device with some scopes, due to the faulty connector. The user¿s complaint of faulty confirmed was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during maintenance, the device connector was found to be loose, and the scopes could not be identified. There is no patient or procedure involvement. Upon evaluation of the device, it was observed, that there was no image yielded by the device on some scopes, due to a faulty connector.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: g2, other. Based on the results of the investigation, it was determined that the phenomenon, ¿scope is not recognized, and an image is not displayed¿, occurred due to a faulty video cable connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.